Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by hard power cycling the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, an operating room (or) staff contacted technical support to report that the system was not targeting correctly, resulting in non-intuitive instrument movement. During the call, the staff performed a power cycle, and the technical support engineer (tse) confirmed that the hand controls were properly assigned. The tse recommended removing the endoscope and instruments prior to redocking. The call was disconnected due to cell service issues; however, the staff member reestablished contact and reported that, following a hard power cycle, the issue was resolved. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments exhibited non-intuitive movements, specifically moving in the opposite direction of the surgeon¿s intended input. This issue was persistent throughout the procedure. At the time of the event, the surgeon did not remove their hands from the master tool manipulator (mtm) while their head remained positioned in the viewer. No injuries to the patient were reported, and the system arm did not bump into any equipment or staff in the operating room.